Manufacturer narrative:
(B)(4). The reported patient effect of restenosis is a known observed and potential patient effect as listed in the xience v everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that the unknown xience stent was deployed during the index procedure on (B)(6) 2012. On (B)(6) 2013 the patient underwent revascularization of the target lesion. No additional information was provided.